Event description:
Related manufacturer report number: 2017865-2023-15940. It was reported that post-paced t-wave oversensing was observed on the device and noise was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the oversensing and no intervention was performed to address the rv lead. The patient was in stable condition.